Event description:
It was reported that three days after an intramedullary nailing (im) of a femur, it was noticed two instruments were stuck or jammed together while stocking a tray. There was no impact to the patient or procedure three days earlier and it is unknown when the items became stuck together. The instruments were able to be separated but are not functioning properly. This problem was discovered postoperatively. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device was used for treatment, not diagnosis. Device is an instrument that is neither implanted nor explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the spiral blade inserter, part # 03.010.084, was received intact with chatter marks along the spiral groove. There are nicks on the handle and proximal end. The distal tip shows a small chip. The balance is in good condition and etchings are legible. One spiral blade inserter, for retrograde femoral nails-ex, part # 03.010.084, and one aiming arm, for retrograde spiral blade locking, part # 03.010.051, were received with the complaint category of ¿device interaction : sticks/jams/stuck.¿ these devices are intended for the retrograde approach to internal fixation of the distal femur and the femoral shaft. They are used in advancing the spiral blade to achieve distal locking of the femoral nail. This information is provided per titanium cannulated retrograde/antegrade femoral nail¿expert nailing system technique guide (B)(4). The returned spiral blade inserter, lot # 1410937, was manufactured november, 2005. It was received intact with small nicks in the handle and on the circumference of the proximal end. There are chatter marks along the length of the spiral groove and the distal end has a small chip. The balance of the tool is in good condition. The returned aiming arm, lot # 4997220, was manufactured september, 2005. It was received intact with the hole for the spiral inserter showing a spiral wear mark. The balance of the device shows signs of wear. This condition of worn parts is consistent with the expected condition from use but the chatter marks are consistent with the result of the devices binding together. The complaint condition can be replicated as the returned parts bind excessively when assembled and will ultimately jam completely when forced. The complaint condition was the result of an older design revision which caused interference and binding between the aiming arm and spiral blade inserter. Dco (B)(4) was implemented to address this issue and the current design revisions are deemed sufficient for their intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate